Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd has not been provided with photos or samples for catalog 304000 lot 171108 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Considering available information ¿the needle does not fit directly¿ bd understood a defective hub connection took place. This issue could be possible because of a defective connectivity due to a defective luer dimensions or any damage in the syringe tip, but it could be also related with the handling of the product as some insufficient adjustment between of the devices by the end user. No corrective actions are required at this time. Investigation conclusion: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Complaint trending review reveal this is the fifth time this lot is complained regarding this issue from the same costumer. However, any complaint from other costumers has been received root cause description: since bd was unable to duplicate or reproduce the indicated failure mode because no sample has been provided, and review of DHR show no abnormalities during needles manufacturing, a definitive root cause related needle manufacturing process is not possible to determine, at this time. Rationale: since complaint is not possible to confirm, DHR show no abnormalities or issues, and any other costumer has reported any complaint, it was determined that no corrective actions are required at this time.

Event description:
It was reported that during use of the bd microlance¿ 3 needle the needle did not fit directly is half loose and at the time of application. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the needle does not fit directly, is half loose and at the time of application, loose in the cavernous bodies.